Event description:
It was reported that during a lap adrenalectomy, the device had been used without incident. During the final stages of the procedure, while clipping the adrenal vein, the jaws of the instrument jammed closed and completely locked therefore becoming completely stuck on the adrenal vein. The procedure had to be converted to open. A member of the surgical team supported the instrument while the consultant proceeded to open to avoid further injury to the adrenal vein. The vessel was clamped and sutured to make it safe and the device was forcibly removed. At the end of the procedure further investigation of the resulted in dr. Firing a clip which was malformed and scissored. Subsequent firing resulted in clips appearing normal. The patient suffered blood loss of 800 ml - no transfusion required, delayed surgery time, post-op recovery and extended hospital stay. The patient was in stable condition immediately following the procedure.

Manufacturer narrative:
Date sent: 11/21/2008. Information anticipated, but unavailable at this time.